Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The field service engineer( fse) confirmed the reported problem. The fse replaced the front bezel to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the navigation ring failed. The customer reported that there was no patient involvement.